Manufacturer narrative:
A lot number has been requested but not provided, the lens has been discarded by the patient. Additional medical information was requested, however has not been received. This report is for the left eye, -3.75 power. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer reported that on (B)(6) the consumer inserted a new pair of lenses and experienced no eye discomfort while wearing the lenses. Upon removal of the lenses the consumer experienced stinging in their right eye. At this time they only removed half of a lens from the right eye and had continued eye pain. On the next day the consumer visited a hospital with complaints of eye pain in both eyes. The doctor removed half of a contact lens in the consumer¿s right eye and diagnosed them with bilateral conjunctivitis. They were prescribed an eye drop; however they do not recall the name of this eye drop. The consumer experienced aggravated eye pain in both eyes and returned to the hospital on (B)(6). The doctor removed another piece of contact lens; it is unclear which eye the lens was removed from. They were prescribed levofloxacin eye drops and clopidine eye drops at one drop 3 times daily for both eyes until (B)(6). On (B)(6) the consumer continued to have eye pain and visited the emergency room. They were diagnosed with conjunctivitis of both eyes again. They returned to the hospital on (B)(6) and were prescribed sodium hyaluronate eye drops to use daily. On the (B)(6) the consumer visited the hospital again due to continued pain. They were diagnosed with corneal exfoliation of the upper eyelid on the right eye and bilateral conjunctivitis. They were prescribed fluorometholone eye drops, one drop 3 times a day both eyes and ganciclovir eye gel at night. On the (B)(6) the consumer right eye recovered, however they continued to have left eye pain. They visited the hospital on (B)(6) and they were prescribed fluorometholone eye drops and ganciclovir eye gel. They reported they would return to the hospital for a checkup. Medical records and doctors contact information has been requested, but not received.